Event description:
It was reported that during a gastrectomy procedure, the jaw (clamp) broke during use. The device was used with a gen04. There was no error code indicated. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.